Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device failed to detect a connection through the therapy cable and was giving a "connect cable" message. There was no patient use associated with the reported failure.